Event description:
The set was primed with a saline solution and delivery was started via an infusion pump at a rate of 4ml/hr. Approximately 4 to 6 hours into the infusion, the nurse noted an "air bubble" distal to the cassette. There were no reported adverse pt effects. No medical interventions were required.